Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an occlusion with 100% stenosis in the femoral artery, an unspecified guide wire was placed and a 6.0x250 mm armanda 35 ll pta catheter was advanced into the lesion for pre-dilatation. The balloon was inflated; however, at 12 atmospheres the balloon burst circumferentially in the proximal balloon area. An attempt was made to retract the device from the vessel; however, heavy resistance was noted. The balloon was able to be retracted until it reached the sheath and the catheter got stuck and could no longer be moved forwards or backwards. The guide wire was left in place and the sheath was changed to a larger sheath but the catheter could not be removed. A snare was inserted in an attempt to fold the balloon fragments inwards with no success. Reportedly, the decision was made to cut the catheter behind the sheath so that the whole distal section remained in the patient. The patient was transferred to another hospital where the distal portion of the catheter and all of the balloon fragments were removed from the patient anatomy via a cutdown by a vascular surgeon. The patient is fine but the target lesion in the femoral artery remains untreated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty removing from the sheath was not tested due to the condition of the returned device. Based on visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture, resistance during removal, and subsequent additional therapy including surgical procedure, hospitalization and delay in procedure appear to be due case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).